Event description:
It was reported that the left ventricular lead exhibited high capture thresholds. The lead was explanted and replaced. The patient¿s condition before, during and after the surgery was stable.

Event description:
New information on (B)(6) 2018, indicated that the left ventricular lead had become dislodged prior to being explanted.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.